Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the right coronary artery (rca). During percutaneous coronary intervention (pci), the opticross imaging catheter was selected for use; however, it was noted that the catheter shaft broke. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Corrected: device lot# from 18300113 to 18324901. Corrected: device expiration date from 08/14/2016 to 08/21/2016. Corrected: device manufactured date from 08/17/2015 to 08/24/2015. Device evaluated by MFR: the device was returned for evaluation with a distal end damage. Returned device analysis revealed that the device imaging window was detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the right coronary artery (rca). During percutaneous coronary intervention (pci), the opticross imaging catheter was selected for use; however, it was noted that the catheter shaft broke. No patient complications were reported and the patient's status is stable.